Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that his blood glucose level was high. Customer's blood glucose level was 413 mg/dl. He did not have any high blood glucose symptoms. The customer treated his high blood glucose level with a correction bolus. The high pressure test passed. The device was not returned.